Manufacturer narrative:
Summary of evaluation: device cannot be evaluated for reported wear as the device has not been returned for evaluation, but rather retained by the pt. Lot code number has not been supplied so that DHR review is not possible. Attempts to obtain this info have been unsuccesssful. Should the device or add'l info become available, this evaluation will be reopened at that time.

Event description:
Patient had revision of the patella due to wear.